Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2006, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of unspecified injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a laparoscopic-assisted vaginal hysterectomy with left salpingo-oophorectomy + obtryx urethral sling + anterior repair procedure performed on (B)(6) 2006, for the treatment of uterine prolapse, adenomyosis, left ovarian cyst, stress urinary incontinence and cystocele. Findings during the exploratory laparoscopy revealed an enlarged soft uterus suspicious of adenomyosis. It was retroverted. The left ovary had an approximately 4 cm cyst with clear straw-colored fluid. The right ovary was normal. Marked cystocele and urethral prolapse were noted and minimal rectocele. There were some adhesions on the bowel, some filmy adhesions to the left abdominal and pelvic side wall were taken down easily with blunt dissection. The patient was awakened from anesthesia and taken to the recovery room in stable condition. As the patient's attorney reported, the patient experienced an unknown injury.